Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). Through follow-up communication livanova learned that despite several attempts to obtain additional information regarding the reported event, the customer did not answer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report of a s5 system giving an error when used. No further details were provided. A reportable malfunction cannot be excluded.there was no report of serious injury.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). Through follow-up communication livanova learned that despite several attempts to obtain additional information regarding the reported event, the customer did not answer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report of a s5 system giving an error when used. No further details were provided. A reportable malfunction cannot be excluded.there was no report of serious injury.

Event description:
See initial report.

Manufacturer narrative:
H.10: despite several attempts, no further information related to this case have been provided by the customer. Moreover, the service order was canceled as per customer request. Therefore, it is unknown which error code / message was displayed during use and which was the involved s5 assembly. The s5 was manufactured in 2009 and according to the analysis of the complaints database no further events related to this unit have been reported in the past. The review of the service history of the involved console revealed that the unit undergone the planned maintenance in (B)(6) 2021, successfully completed by the authorized livanova field service technician. Based on all the above facts, the root cause of the reported event could not be determined and remains unknown. However, since the service activity was canceled and no component was replaced, it cannot be ruled out that the reported error code / message triggered by the unit was not device-related and it is reasonable to assume that s5 system behaved as per specifications.